Manufacturer narrative:
It was reported that the ventilator failed during pre-use check. Our field service engineer (fse) was on site to investigate the reported issue. On-site inspection found that there was a large amount of water in inside the air gas module. Provided pictures confirm the presence of water/corrosion in the air gas module. According to the gathered information, it is suspected that the issue could have been caused by the air compressor chiller not fulfilling its requirements, leading in a large amount of condensed water entering the air inlet. The air compressor has been used for more than 17,500 hours. According to the user´s manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
It was reported that the ventilator failed during pre-use check. On-site inspection revealed presence of water inside the air gas module. There was no patient involvement. Manufacturer's ref.#: (B)(4).